Event description:
The customer stated that she was hospitalized for low blood glucose levels after she was given the wrong basal rates to program into the insulin pump. The customer stated that she has lost weight since the last time she saw her endocrinologist. The customer stated she would be looking for a new doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.